Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/ suture retrieval issue was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Additionally, four unused, sterile proglide devices with the same part and lot number as the complaint devices were returned for evaluation. All unused devices passed visual and functional testing. A cause for the reported experience could not be determined based on the investigation findings from the tested sample. Based on a visual inspection and functional analysis of the returned devices, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after a percutaneous transluminal coronary angioplasty. Reportedly, no suture was present when the plunger was removed. Two additional proglide devices were used with the same results. A fourth proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.